Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
It was reported that the unit would not power on and the unit had a primary alarm failure. The device was in the process of being set up for use at the time of the event; however, there was no patient harm or medical intervention other than the placement of the patient to another ventilator. The manufacturer's remote service technician performed troubleshooting with the customer. The technician instructed the customer to remove the battery and plug in the unit's ac power and check the power supply voltages. All voltages were within specification. The customer did note that there was a primary alarm failure in the device log. The technician recommended that the customer replace the power management board.

Manufacturer narrative:
G4: 23mar2020. B4: 13apr2020. H11: correction to b1 and h1: non adverse event/product problem it was later confirmed that the unit was not in patient use when the reported error occurred. The unit was being prepped for use; however, upon realizing the unit would not power on, the clinician prepped another unit for patient use g4: 23mar2020. B4: 13apr2020. H10: the customer also later reported that the power light emitting diode (led) was not working. Replacement of the user interface resolved all issues. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12mar2020; b4: 02apr2020. The device was in the process of being set up for use at the time of the event; however, there was no patient harm other than the placement of the patient to another ventilator. G4: 30mar2020; b4: 02apr2020. H10: the customer reported that replacing the user interface assembly resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.